Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor opened the product and noted the g/w (spring guide wire) was curved. The device was not used.

Manufacturer narrative:
(B)(4). The customer returned an opened 2-lumen 7 fr x 20 cm cvc kit with multiple components. The spring wire guide (swg) was evaluated for this investigation. The swg was returned retracted within the advancer tube which was fully assembled with the straightener tube. The end cap was not returned. The components did not show any evidence of use. Visual examination revealed the distal end of the swg is slightly bent in one location. The bend in the swg was observed to be in the location of the exposed guide wire section in the advancer thumb guide. The kink is consistent with the swg coming in contact with other components during shipping and handling. Microscopic examination confirmed the bend and revealed offset coils in the distal j-bend. No other damages were observed. Both swg welds were full and spherical. The bend in swg body was located approximately 102mm from the distal tip. The offset coils in the distal j-bend were located approximately 15mm from the distal end of the swg. The length and outer diameter of the swg were measured and were found to be within specification. No resistance was met while advancing the bent section of the swg through the straightener tube and the returned catheter. Other remarks: a manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed and no relevant manufacturing issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. The returned guide wire was kinked in one location towards the distal end of the guide wire. The defect observed is consistent with damage during transit. Dimensional inspection of the sample did not reveal any manufacturing related issue. A device history record review was performed and did not reveal any manufacturing related issues. Based on the observed damage and customer report, the probable cause of this issue is shipping and handling related. Currently, there is no trend for swgs kinked in packaging for this kit; however, teleflex will continue to monitor trending for reports of this issue.

Event description:
The customer reports that the doctor opened the product and noted the g/w (spring guide wire) was curved. The device was not used.